Event description:
It was reported during a laparoscopic case the surgeon said there was a leak in the trocar. There was no consequence to the pt. 5/23/97 the rep reports another trocar was pulled to complete the case. There were no details on instrumentation used or trocar site placement.